Event description:
It was reported that the patient received two inappropriate shocks due to a fracture of the right ventricular lead (rv). The rv lead was also noted to have oversensing of noise which was evident on the electrogram. The lead was initially programmed off until it could be replaced. During the replacement procedure, the left ventricular (lv) lead was pulled back slightly and the thresholds increased. The rv and lv leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the distal portion of the lead measuring 33.5 cm was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 419488, implantable pacing lead, (B)(6) 2009. A d284trk, implantable cardioverter defibrillator, (B)(6) 2009. A 5076, implantable pacing lead, (B)(6) 2009. (B)(4).